Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the guide wire was not passing through the catheter. It was stated that flushing was performed prior to use and it was successful. Another catheter was used and there was no issue with the guide wire. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the guide wire was not passing through the catheter. It was stated that povidone iodine was the cleaning agent used on the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities. Pmv performed functional testing, the guide wire was inserted and removed and reinserted into the tube without restriction. The catheter was submerged into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.